Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The previous homing error 22033 did not reoccur for over ten power cycles. The customer confirmed that no further issue was observed since the initial report. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer was unable to take control of the universal surgical manipulator (usm) arms. Intuitive surgical, inc. (Isi) technical support engineer (tse) found that both surgeon side consoles (ssc) were available, with the usm arms associated with ssc 2. When the customer attempted to switch control back to ssc 1, it was noted that the master tool manipulator left (mtml) was moving freely. The tse identified 22033 homing errors in the system logs and advised the customer to restart the system to regain control of the mtm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.